Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the cadiere forceps instrument was observed to have a damaged conductor wire. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the correct reported complaint is for a broken metal cable and not a damaged conductor wire. No additional information was provided.